Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Additional concomitant medical products: (B)(4) lead , implanted: (B)(6) 2007; (B)(4) lead, implanted: (B)(6) 2006; (B)(4) tissue valve, implanted: (B)(6) 1999.

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.